Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient's family member that the patient had passed away approximately three weeks after the implant of their implantable pulse generator (ipg) system. The family member stated a few days after the implant, the patient started bleeding because "the surgeon put the lead up too far into the heart which caused her to start bleeding and she died." Follow up revealed the patient experienced a lead perforation. Attempts to obtain additional information, including which lead caused the perforation and what the patient's cause of death was, were unsuccessful.

Event description:
It was further reported that the perforation was caused by the right atrial (ra) lead.